Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the technician indicated that the adhesives around the light guide lens and objective lens had chipped due to a degradation problem. Additionally, there were multiple cuts on the pink probe as a result of mechanical shock. There was no patient involvement.